Manufacturer narrative:
It was reported that on (B)(6) 2024 when the plunger was "pulled slightly towards the back to deflate the syringe, the plunger slipped completely out of the syringe and broke". The customer reported a new syringe was obtained after the reported issue occurred. No additional information is available. To date, no information has been received to indicate that a user or a patient experienced a death, serious injury, medical intervention, follow-up care, or other adverse health impact associated with the reported problem/issue. In an abundance of caution, and in response to an FDA 483 issued for cfn 1417592 on 22-jan-2024, this medwatch is being filed for the reported problem/issue. If additional relevant information becomes available a supplemental medwatch will be filed.

Event description:
It was reported that on (B)(6) 2024 when the plunger was "pulled slightly towards the back to deflate the syringe, the plunger slipped completely out of the syringe and broke".